Event description:
The consumer stated the tampon only comes out with the part that the string is tied around. The rest of the tampon doesn't come out because the cotton is stuck inside.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.